Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices universal stand top platform is broken. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the top platform is no longer available for the universal stand. Discussed purchasing the newer v60 stand and provided manual reference to instructions on how to install the white feed on the v60 for mounting compatibility. Provided parts ID for the v60 stand, cylinder mounting kit, and v60 white foot kit. Per goof faith effort (gfe), it was confirmed that the top bracket where the v60 sits on is broken on one side. If you were to move the device, it would slant to the side and look like it's about to fall off. This is on the old ¿universal¿ top assembly. At this time the defective platform is not being sent in. According to the tech, a new updated stand would need to be purchased. The investigation is ongoing.